Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd display screen was observed to have physical damage (cracked). The device's lcd display screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd display screen was distorted. The device was not in patient use.